Event description:
It was reported that a flo-gard infusion pump was found to have a broken door. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection and functional testing were performed. The broken door was identified in pump one during visual inspection. Though the issue was verified, the cause of the broken door could not be determined. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.